Event description:
Edwards received information that this aortic bioprosthetic valve, implanted twelve (12) years, eight (8) months, was explanted due to stenosis, secondary to calcification. The valve was replaced with a 27 mm edwards bioprosthesis. There were no complications.

Manufacturer narrative:
Evaluation summary: as received, heavy to moderate calcification was observed in the cusp area of all three leaflets and in the free margin of one leaflet. Calcification restricted mobility in the leaflets and led to stenosis. Minimal to heavy host tissue overgrowth was visible at the inflow aspect, the outflow aspect, the stent inflow and the stent outflow. Host tissue fused two leaflets at the commissure. Thickened and swollen tissue along with hematoma were also observed on all three leaflets. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. The clinical observation of calcification could be confirmed. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve¿s hemodynamic performance. In this case, the patient's age at implant likely played a roll. Since the mechanism of host tissue growth and calcification in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.